Manufacturer narrative:
Section b7, correction: the reported information about the patient having past history of graft failure was inadvertently entered. Healthcare providers confirmed the patient has no history of this.

Manufacturer narrative:
Approximate age of device 2 years 8 months. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a positive sternal wound infection with communication to pump pocket. Cultures were found to be positive for staph epidermidis. The patient was placed on suppressive antibiotic therapy of keflex 500 mg and will continue to be monitored. No additional information was provided.